Manufacturer narrative:
Product ID: 9734686 serial/lot# (B)(4) h3: the monitor was returned to the manufacturer for analysis. Functional testing determined that the monitor was connected to a test system to test for any failures. The monitor remained working during testing. Calibrated and tested the touch screen functions and the touch screen was functioning normally with no failures. Flexing the video cable does not indicate any intermittent opens. Fully functional. Codes associated with the monitor: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: unknown. No patient involved. Unique device identifier (UDI) is unavailable. Manufacturer representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional with no issues. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the touchscreen touch function is not working anymore. They reported that before the touch functionality was gone they needed to push hard on the screen to get it work. Now it is not working at all anymore. Troubleshooting was performed which determined checked the connections and the functionality of the connections (cables both internal as well as external) but it worked as should. Only thing I can think of is the monitor itself. Although this issue has occurred earlier and analysis of the monitor did not show an issue (wsp (B)(4)) I cannot think of anything else than the monitor itself, especially because the site told me they had to push the screen firmly to get it work before it stopped completely. No patient present at time of event.